Manufacturer narrative:
The logfiles have been analyzed and the internal as well as the external batteries have been sent for investigation to (B)(4). The date of event was long ago, therefore it was not possible to find any entries for that date as it was already overwritten. The batteries were checked in our lab. Under a standard breathing algorithm they have been completely charged and then discharged. The external battery was working for 44 minutes and subsequently the internal battery for 19 minutes. 10 minutes after the internal battery has been activated, the high priority alarm ¿battery discharged¿ was generated. The ventilation continued for another 9 minutes. It can be concluded that the external and internal battery were out of specification. However, the customer complaint ¿runs only 16 minutes¿ could not be reproduced. The device reacted in accordance with its safety concept, generated a low priority alarm and switched to internal battery to continue the ventilation.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported: only 16 minutes total running time until failure with buzzer-alarm.